Event description:
Patient's mother notified nurse that patient was bleeding from port site. Upon arrival, nurse assessed blood coming from the line of the patient's port while chemotherapy was infusing. Line was clamped, and chemotherapy was paused. Patient was then de-accessed and re-accessed. Cisplatin was then restarted at 1920. Doctor notified at 1924. No new orders to acknowledge. Central venous line. The line from the port broke while chemotherapy was infusing. Patient is an infant female diagnosed with neuroblastoma (stage IV, mycn non-amplified). She was admitted for cycle # 9 (third cycle of intensified therapy). This cycle consists of cisplatin (days 1-4), and etoposide (days 1-3), followed by neupogen. Patient's mother notified staff of variance and nursing stopped chemo, de-accessed and re-accessed patient and chemo therapy resumed. This patient had issue with port's extension tubing since it was changed from braun to bard brand due to braun no longer manufacturing the type of port needle previously being used. At time of follow up, patient just finished day 4 of chemo. Educators/noms and supply purchasing agent will meet to find a sturdier brand/style of port for our patient population. Infusion set was discarded and is not available for return. No harm to patient.